Manufacturer narrative:
(B)(4) - pt outcome was not provided by the reporter. (B)(4) - endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent an abdominal aortic aneurysm repair on (B)(6), 2010. On (B)(6), 2010, the pt had a follow up CT scan that revealed a distal type I endoleak. The distal iliac leg pulled proximally and is in the aneurysm sac. The films were reviewed and a recommendation was made for a secondary intervention. Additional iliac leg graft to extend distally is scheduled for (B)(6), 2010. No additional info was provided on the secondary repair or pt outcome.